Event description:
Additional report of ¿multiseptate collection measuring up to 67 x 31 mm that suggests organized subacute subacute collection".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional information: b.5, b.6, d.4, h.4, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. Device remains implanted.